Event description:
It was reported that during service and evaluation, it was determined that the battery reamer device had a sticky trigger, would not run, the gear and motor worn. The device also failed pretests for general condition, check for sticky trigger, check function of device and check power with power test bench. It was reported in the service order that it was discovered that the device did not work anymore prior to a surgical procedure. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device the following steps failed: section 10: general condition section 70: check for sticky trigger section 80: check function of device section 120: check power with power test bench. During the service evaluation the following failures were identified: visual : component damaged functional : sticky trigger functional : will not run internal finding : worn gear internal finding : worn motor. Conclusion: failure reported is confirmed.